Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly from leakage - this was further due to wear of the gripping section and scratch of the plug unit. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Additional findings include the following: due to wear of grip water tightness was lost due to wear of forceps elevator lever, upward/downward knob could not be locked securely, grip had a crack, air/water cylinder had foreign objects, forceps channel port had a scratch, cylinder had no color, suction cylinder had no color, switch box had a scratch, due to a scratch on plug unit water tightness was lost, light guide lens had a crack, connecting tube had a wrinkle, and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.